Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was suspected to have an extrinsic outflow graft obstruction (eogo) and had log files submitted for review. They were not having any issues with their pump or symptoms. The log files captured routine events, and there were no adverse alarm conditions. A computed tomography angiography (cta) of the chest, abdomen and pelvis, without and with intravenous contrast was performed to rule out device outflow graft obstruction. There was no acute aortic syndrome nor suspicious pulmonary arterial filling defect to suggest acute pulmonary embolism. Nonocclusive filling defect within the lvad inflow cannula suspicious for clot formation. The major aortic branch vessels were patent, and there was mild thoracic aortic atheromatous calcification and moderate to severe near-circumferential abdominal aortic atheromatous calcification. It was noted there was moderate cardiomegaly, no pericardial effusion, triple vessel coronary artery calcifications, and the main pulmonary artery was mildly dilated, measuring up to 3.5 cm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) and suspected thrombus in the inflow cannula could not be confirmed, and a specific cause for the reported obstructions could not be conclusively determined through this evaluation. Further, a direct correlation between heartmate 3 left ventricular assist system, (lvas), serial number (b))(6), and the reported computed tomography (CT) findings could not be conclusively established. Review of the submitted log files captured the pump functioning as intended at the fixed speed. No unusual events or alarms were noted. It was reported that the patient had a suspected eogo and the account wanted to monitor their pump. No alarms or issues with the pump were reported. A computed tomography was performed that revealed a nonocclusive filling defect within the left ventricular assist device (lvad) inflow cannula suspicious for clot formation. Moderate cardiomegaly and triple vessel coronary calcification were also observed along with a mildly dilated main pulmonary artery. The CT also noted stable hypodensity near the hepatic dome of the liver, pancreatic atrophy, a small hiatal hernia, and an enlarged, heterogenous prostate. The remainder of the CT was unremarkable. A corrective and preventive action was initiated to further investigate heartmate 3 eogo. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) with no further events reported at this time. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including pump thrombosis, which may be associated with the use of heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 also instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.